Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, five heartstring iii seals were stuck in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report #s 2242352-2013-01392, 2242352-2013-01393, 2242352-2013-01394, 2242352-2013-00453 for the related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issues with this production lot. (B)(4).